Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead fractured. High resistance and oversensing were also reported. A lawsuit alleged that the patient ' suffered physical and other injury as a result of the recalled lead'. It further alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead failure and defective lead also noted.

Manufacturer narrative:
The initial reported event of lead fracture, high resistance, oversensing and patient suffering was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 29.7 cm and the exposed superior vena cava defibrillation coil was fractured at 39 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.